Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited intermittent loss of capture (loc) on the left bundle branch (lbb) implanted lead. It was also mentioned that the patient experienced a syncopal episode. Technical services (ts) was consulted and upon review, high pacing threshold were noted as well. Ts advised on programming enhancements. No additional adverse patient effects were reported. This system remains in service.